Manufacturer narrative:
The device was returned to olympus for inspection. The residual/foreign observed in the nozzle was not identified and a definitive root cause of the issue could not be identified, however, the issue was like the result of insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the returned colonovideoscope, foreign material was observed on the device nozzle. There was no patient involvement, and no harm reported as a result of the event.